Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of temporary vent blockage from the reservoir. The customer's blood glucose reading was 500 mg/dl. The customer treated with manual injection. The customer stated that insulin squirted out during prime and the keypad buttons were not responding. The customer declined to troubleshoot for high readings. The product was not returned for analysis.